Manufacturer narrative:
Batch review performed on 30 march 2023, lot 2011703: (B)(4) items manufactured and released on 25-may-2021. Expiration date: 2026-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, dislocation of the head from the cup following malpositioning of the cup. Patient reoperated to modify the position of the cup without device change. The surgery was completed successfully.